Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a rough last 24 hours before the report as they were in the emergency room with an infection in the incision area. Patient also had a urinary tract infection (uti). No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number of external neurostimulator was unknown. Patient had skin infection so they were given antibiotics and device was removed. Patient had history of urinary tract infection as (B)(6) 2017, they had ecoli and same in (B)(6) 2017. They had urinary tract infection (uti) due to incomplete bladder emptying. Patient mentioned that uti was related to underlying urinary dysfunction and it was not related to device or therapy.